Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported observation made during surgery checked off: any crease, hole, non specific and hole in radius (edge) and valve delaminated from shell. Device explanted.

Event description:
Healthcare professional reported a right -side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flaw opening. Crease/folding of implant : observed. Delamination : no observed. As per the investigation procedure, particles, crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right -side deflation. Healthcare professional reported observation made during surgery checked off: any crease, hole, non specific and hole in radius (edge) and valve delaminated from shell. Device explanted.